Event description:
It was reported that a user who had recently initiated ilet therapy experienced a sequence of low and high glucose readings, including glucose values in the 40s and 50s that were treated with oral glucose tablets and food, followed by a glucose level around 300 without meal announcement, prompting education on overcorrection and ilet response to glucose spikes. Symptoms included low blood glucose and high blood glucose. Outcomes included no hospitalization and completion of troubleshooting and user education on a gentler approach to treating lows and managing subsequent glycemic variability. Investigation included a review of glucose patterns and user treatment actions with coaching on device behavior. Investigation of this case revealed that fluctuations were consistent with overcorrection of hypoglycemia and subsequent automated dosing adjustments by the ilet in the absence of a meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors and physiological response to oral glucose. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.